Event description:
The customer reported that while the unit was in use on a pt. The unit generated repeated autofill failures and an electrical test failure code 57 (safety vent test failed). The pt was switched to another unit and therapy was continued. No pt injury was reported.